Event description:
Ankle brace with "silicone" (advertised) grips on the interior caused an allergic reaction leaving red welts for more than three days; I do not have a silicone or latex allergy. (B)(6).